Manufacturer narrative:
(B)(4).

Event description:
During a follow-up, the device was at eri and premature battery depletion was suspected. The device was explanted and replaced and the patient was stable. The device is part of the advisory for premature battery depletion with implantable cardioverter defibrillator.

Manufacturer narrative:
No conclusion code available. The report of premature battery depletion was confirmed. Bench testing on the device was performed, and no sources of high current were noted. Further analysis identified lithium clusters; however, the cause of the premature battery depletion could not be conclusively determined.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed shorting the anode and cathode of the battery. These analyses concluded that the premature battery depletion was caused by a lithium cluster induced short circuit.